Event description:
It was reported that "cartridges were hard to install". There was no reported adverse impact to the customer. Customer declined technical support troubleshooting, with no further action taken.